Manufacturer narrative:
Findings: pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no reservoir alarm noted during testing. Pump was programmed 2.0 units fix prime with water reservoir. The water did exit the infusion set. Pump was programmed multiple boluses with water filled reservoir. The test boluses were delivered properly and water exited the infusion set. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that son had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 47 mg/dl. The customer was treated with food. Customer stated the pump is giving to much insulin for bolus but it is giving him based on his carb ratio. Customer was advised that pump will need to be replaced. Customer was advised to monitor blood glucose until replacement arrives.